Manufacturer narrative:
The reported meter ((B)(4)) and the strips (1041075) were returned and investigated. Visual inspection has been performed and no issues were observed. Control solution testing was performed and no errors were observed. All results were within range specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer received readings of 28 mg/dl, 46 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer received readings of 28 mg/dl, 46 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.